Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 109 mg/dl. The device may have been exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads. Insulin pump received with minor scratches on display window, missing end cap sticker, broken reservoir tube lip and missing reservoir tube lip o-ring.